Manufacturer narrative:
(B)(4).

Event description:
It was reported that a "power on reset" (por), "session will restart (23)" condition on the recharger occurred when getting the implantable neurostimulator (ins) setup for implant. The recharger also showed an "x" on the screen that indicated an error had occured. A 5 second physician mode recharge was performed and that cleared the por message. Upon subsequent interrogations with clinician programmer and recharger, no por was seen. No patient injury.

Manufacturer narrative:
(B)(4).